Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for this event. The patient was treated with unreported antibiotics for the peritonitis. The cause of the peritonitis is unknown. At the time of this report, the patient was recovering from this event. No additional information is available. Report 2 of 4

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed for potentially associated lot number gd895110 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).